Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that the pfa procedure was cancelled due to farawave spline inversion, as the physician elected not to proceed. No patient complications occurred. The device is not expected to return for laboratory analysis since it was disposed. This event is being reported for aborted/cancelled procedure with a patient under sedation.